Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. The patient stated that he has had issues operating the device from the very start of the original surgery. Imaging tests were performed and fluid loss from the balloon was noted. All components were removed and replaced and upon explant, two pinholes were noted in the balloon. There were no patient complications reported.